Manufacturer narrative:
H.6. Investigation summary: it was reported the syringe were received without print. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows twenty loose 3ml syringes with no scale markings. This condition observed is non-conforming per product specification and associated with the marking process. A device history record review was completed for provided material number 301073, lot number 2027356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2027356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The condition reported appears to be occurring at or below the expected frequency. Lot 2027356 is considered in compliance with our product specification requirements; therefore, no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 142 bd syringes 3 ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: in our production, we found syringes without print. To date, we found 142ea without print, and our production is still checking part of the batch.

Event description:
It was reported that 142 bd syringes 3 ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: in our production, we found syringes without print. To date, we found 142ea without print, and our production is still checking part of the batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 142 bd syringes 3 ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: in our production, we found syringes without print. To date, we found 142ea without print, and our production is still checking part of the batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02mar2023. H6: investigation summary: it was reported the syringe were received without print. To aid in the investigation, two loose syringes and one photo was provided for evaluation by our quality team. The samples received have no scale markings. The photo shows twenty loose 3ml syringes with no scale markings. This condition observed is non-conforming per product specification and associated with the marking process. A device history record review was completed for provided material number 301073, lot number 2027356. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2027356 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.